Manufacturer narrative:
There are no known system issues that may have contributed to the discordant advia centaur hcv test result. System quality control results were within acceptable limits. The instruction for use (IFU) limitation section states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. (B)(4)." The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A (B)(6) advia centaur hcv result was obtained by the customer from a facility employee sample and discordant when follow up hcv testing was performed. The follow up and repeat test results were (B)(6). There was no report of adverse health consequences due to the discordant advia centaur hcv result.